Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event, and the customer was performing planned, non-emergency treatment, which was completed as planned by restarting the system. The philips field service engineer (fse) visited on-site and confirmed that the system was not turning on. Upon troubleshooting, the fse checked the ip pc boot-up process; a normal boot-up was seen, and the fse tried to reseat the hdd host pc and switch it on, but the application still could not open. To resolve the issue, the fse performed a software reload to the host pc (restoring the ghost backup file) and restarted the system. After reloading the software and restarting the system, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; therefore, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for the continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.